Event description:
Rn reports a transfer set with a broken clamp. The clamp would not occlude the flow of solution in the closed position. The pt received a transfer set change. No pt injury or medical intervention was reported per rn.